Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. Antibiotic treatment during hospitalization was unknown. Dianeal therapies were ongoing. The patient was discharged eight days after admission. The same day as discharge the patient began ancef (1 gram, intraperitoneally, for 14 days). At the time of this report, the patient was recovered from this peritonitis event. On an unknown date, the patient was retrained on aseptic technique. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).